Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was detached by approximately 5.1cm, exposing the corewire tip. The detached segment was not returned. There was no evidence of corewire fracture. Evidence of adhesive remnants were found which indicate that the pebax tip was correctly adhered during manufacturing process. The complaint is consistent with the returned guidewire that the distal tip was detached, exposing the tip of the metal corewire. Based on all gathered information, the most probable root cause is "handling damage.¿ there is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-02797, 3005099803-2015-02798 and 3005099803-2015-02799 for the other associated device information. It was reported to boston scientific corporation that three jagwire guidewires and an autotome rx 44 were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the procedure when cannulating, the hydrophilic tip of the jagwire detached, exposing the tip of the metal corewire. A second jagwire was used and the hydrophilic tip also detached, exposing the tip of the metal corewire. A third jagwire was used; however, after the guidewire was advanced into the duodenal papilla and the calculus was retrieved, the tip of the jagwire was noted to be split and the corewire was exposed. The lumen of the autotome was blocked. No detached tip was found under radiography. The procedure was completed with a fourth jagwire guidewire and a new autotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-02797, 3005099803-2015-02798 and 3005099803-2015-02799 for the other associated device information. It was reported to boston scientific corporation that three jagwire guidewires and an autotome rx 44 were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2015. According to the complainant, during the procedure when cannulating, the hydrophilic tip of the jagwire detached, exposing the tip of the metal corewire. A second jagwire was used and the hydrophilic tip also detached, exposing the tip of the metal corewire. A third jagwire was used; however, after the guidewire was advanced into the duodenal papilla and the calculus was retrieved, the tip of the jagwire was noted to be split and the corewire was exposed. The lumen of the autotome was blocked. No detached tip was found under radiography. The procedure was completed with a fourth jagwire guidewire and a new autotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.